Manufacturer narrative:
Conclusion: device investigation revealed damage to the active electrode array, which goes in line with multiple insertion attempts during implantation surgery. Reportedly, several high channels were observed post-operatively which did not resolve. Furthermore, during device investigation damage to the active electrode lead caused by device minute mobility was found as well. However, in situ measurements do not point, to a damage of such an extend. It might be that during removal surgery, mechanical interaction additionally caused further damage to the area. Other mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
Affected channels were seen since implantation surgery. Reportedly, multiple insertion tries have been made before the electrode array was successfully inserted. The recipient has been re-implanted.

Event description:
Affected channels were seen since implantation surgery. Reportedly, multiple insertion tries have been made before the electrode array was successfully inserted. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.